Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that patient experienced a lot of pain in the right leg. Subsequent radiographs showed fracture of the femoral stem.

Manufacturer narrative:
It is now stated the product will be returned; however, has not been returned yet. (Prior to this the product was not coming) this report will be amended when our investigation is complete.

Manufacturer narrative:
Concomitant medical products:cerclage cable with crimp 1.8 mm dia. Cable 36 in. (910 mm) length, femoral head sterile product do not resterilize 12/14 taper, bone screw self-tapping 6.5 mm dia. 40 mm length, fitmoreâ®, shell with screw cones, durasulâ®, alpha insert, hooded, oo/32, femoral body - revision - nitrided - porous cementless 12/14 neck taper standard 40 mm neck offset. Device history record review identified no deviations or anomalies in the manufacturing process. The reported device is used for treatment. Complaint history search revealed no additional complaints for the part and lot combination. With the provided information; a definite root cause cannot be determined.